Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found no other device abnormalities. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that harness was deformed and there was an e333 touch panel error due to harness not being secured. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
Correction: e3 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the harness was not secured and a connection failure occurred, causing e333 to be displayed. Olympus will continue to monitor field performance for this device.